Event description:
It was reported that the spinal cord stimulation (scs) patient initially had great coverage and pain relief. However, after some time, the patient began to lose this benefit. Xray was performed and confirmed that the lead had migrated laterally to the right. The patient underwent a procedure where the lead was removed and replaced. There were no reported complications post operatively, and the patient is expected to fully recover. The explanted lead will not be returned as it was retained by the customer.

Manufacturer narrative:
Additional pro code: qrb.